Event description:
Medtronic received information that during the implant of this 27mm mitral bioprosthetic valve, transesophageal echocardiogram (tee) showed that the posterior lateral leaflet of the valve remained in a fixed position (not opening). There was no regurgitation and no hemodynamic issues. 2d and color imaging confirmed that the leaflet was not opening. The physician felt the valve was sized appropriately. The patient was put back on pump and then off again, but leaflet movement did not improve. The patient was put back on pump again and the atrium was re-opened to inspect the prostheses. Visual inspection and valve testing showed no prosthetic valve issues or deformation. The atrium was closed and the patient was taken off-pump. The leaflet had more movement this time, but still was not completely opening. There was no regurgitation and no hemodynamic issues. It was reported that there was considerable sub-valvular calcification on the posterior lateral leaflet side that may have contributed to the event. Over-all there was good prosthetic valve functioning with a gradient of 4 mmhg. Color imaging showed better leaflet motion and the surgeon and anesthesiologist felt the valve was functioning well and completed the operation with no further issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analyis: the product remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided, the reported leaflet motion issue was related to the calcification on the patient's annulus/native valve. (B)(4).